Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic collection during a pseudocyst drainage procedure performed on (B)(6) 2024. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the first flange was deployed despite resistance. Upon releasing the second flange, it was deployed outside of the intestinal loop. The stent was removed from the patient using a foreign body clamp, and the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of a stent's positioning problem.